Event description:
Reporter reported that an employee of hospital experienced a burn on her right forearm after coming in contact with liquid from steris 20 sterilant concentrate (s20), which is used in the steris system 1 sterilizer. According to the customer, the employee ran a cycle in the steris system 1. At completion of the cycle, the employee removed the aspirator probe and the cup of s20. While holding the aspirator probe, a drop of liquid from inside the probe fell onto the sleeve of the gown that she was wearing, which was not water impervius. The liquid soaked through the gown onto her right forearm. The employee rinsed her arm with cold water. She was wearing eye protection and disposable nitrile gloves at the time of the incident. There were reported blisters and an area of redness approximately 5cm in size. She was treated by the accident & emergency department, and missed a few days from work. She had a follow-up visit with her personal doctor, and no further treatment has been needed. A service technician inspected the steris system 1 sterilizer. He checked the processor, aspirator probe, and the tray. He also ran a diagnostic and sterile cycle and both completed with no errors. The steris system 1 was found to be in complete working order.

Manufacturer narrative:
According to reporter, the affected employee did not follow the proper steris 20 loading and safety instructions per steris written instructions and training. The user failed to follow steris's operator training instructions on removing an aspirator probe after a completed cycle. The instructions provide that proper ppe should be worn. The root cause of this incident is the user's failure to follow steris instructions and training regarding the removal of an aspirator probe. The employee has since received training at the office on june 19, 2008, which included how to properly run a sterile and diagnostic cycle, safe disposal of steris 20, and following label instructions regarding the wearing of ppe when handling steris 20. A waterproof, disposable gown was also ordered for the employee as well.